Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a malfunction of "channel problems" was not confirmed or duplicated because the device was not sent in for evaluation. Therefore an assignable cause cannot be provided and no repair is necessary. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed the device has not been previously sent into service for the reported condition. The device was not available for evaluation as it was not sent into service depot.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a malfunction of channel problems. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.